Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. This causes a malfunction of the wrist movement. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the wrist movement of the 8mm mega suturecut needle driver (nd) instrument malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was jerky and stopped rotating. The issue occurred when the surgeon's head was inside the surgeon console's high resolution stereo viewer and was attempting to manipulate the instruments from the surgeon console. The failure was related to the inability to move the instrument. The movements of the surgeon scale appropriately to the instrument. The instrument did not move in the intended direction. It moved to the right and the surgeon moved the instrument left. The timing of the instrument was appropriate. The issue was persistent. The instrument was taken out and reset twice. The instrument drape was not available for return. There was no instrument-to-instrument or arm-to-arm interference. There were no external collisions. The device was inspected prior to use, with no damage or anything out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.